Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle hub separated from the device before use when attempting to screw the needle onto the barrel. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: there have been at least 3 incidents where a phlebotomist went to screw a needle onto the barrel and the clear plastic part became unattached from the black part where the threads are. The clear piece essentially spins loosely which is dangerous so we have pulled that lot from our shelves. This is the same product # that was recalled in august due to missing bevels. This lot number was not on that recall. The august letter referenced an earlier recall from march. We have no record of having received a recall in march. The lot number recall in march 2019 was 8207894.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle hub separated from the device before use when attempting to screw the needle onto the barrel. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: there have been at least 3 incidents where a phlebotomist went to screw a needle onto the barrel and the clear plastic part became unattached from the black part where the threads are. The clear piece essentially spins loosely which is dangerous so we have pulled that lot from our shelves. This is the same product # that was recalled in august due to missing bevels. This lot number was not on that recall. The august letter referenced an earlier recall from march. We have no record of having received a recall in march. The lot number recall in march 2019 was 8207894.